Event description:
He had received some blood glucose readings that were erratic. He tested his glucose and received a reading of 208 mg/dl. He retested within 2 minutes, an received a reading of 79 mg/dl. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.